Event description:
It was reported that a half day infusor leaked at the blue stopper. The device was filled with deferoxamine in 60 ml 0.9% sodium chloride solution. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14f033 was manufactured on june 17, 2014 ¿ june 18, 2014. A batch review was conducted for lot number 14f033 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample that was returned was for a different lot number; no sample was returned for this complaint file. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured august 08, 2014 ¿ august 11, 2014. The device was received for evaluation with fluid in the device¿s packaging. Visual inspection revealed that the blue winged luer cap was untightened. A functional leak test was performed by filling the device with water and manually tightening the cap. Before and after filling, no evidence of a leak was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.